Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the device had a pump error. The customer noted the pump error during his low blood glucose of 63mg/dl. The customer was advised to monitor pump and call back if issues persists.